Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that just after the right ventricular (rv) lead was implanted, the thershold increased until it no longer worked. The lead was re-implanted but the same problem occurred. The lead was finally explanted and replaced. It was noted by the doctor that the insulation was cut on the lead body. The doctor also saw that the screw of the lead did not come out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The distal lv (low voltage) electrode of the lead was covered in blood. Blood was observed on the sleevehead of the lead. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.